Event description:
It was reported by service report that the brakes were not holding properly. Also, the motion pan was having down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan. Brake plate kits.